Event description:
Elderly male with history of atrial fibrillation, hypertension and heart failure. With new onset chest pain, to heart cath lab for diagnostic heart cath. When prepping the cath, the j-wire would not go through the catheter. Product was not used on patient, new device obtained.